Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed using the returned rotawire. During functional testing, the rotawire was able to be fully inserted and removed with no resistance or issues. Product analysis could not confirm the reported events, as the rotawire was able to be fully inserted and removed with no resistance or issues, and there were no damages identified to the returned device that would be evident of a stuck rotawire. No other issues were identified during the product analysis.

Event description:
It was reported that the burr got stuck on the wire. A 1.75mm rotapro and a rotawire drive were selected for use. During removal, it was noted that the burr was stuck on the wire. The stuck device was not released and the burr was removed from the body along with the wire and the procedure was restarted. No patient complications were reported.

Event description:
It was reported that the burr got stuck on the wire. A 1.75mm rotapro and a rotawire drive were selected for use. During removal, it was noted that the burr was stuck on the wire. The stuck device was not released and the burr was removed from the body along with the wire and the procedure was restarted. No patient complications were reported.